Event description:
The hcp reported that the pt experienced withdrawal symptoms 12-18 hours after a refill. The pump was interrogated. The pt was also checked for infection, syrinx and gallstones. The pt recovered without sequela.